Event description:
(B)(4). Ever sense I got the implants I had lots of problems. Very bad pains below, very heavy periods, painful sex, on the side very sharp pains. Just don't feel right since I've gotten them. I would like for them to be removed.